Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 2 cardiac perforation death event(s) for the sapien 3 transcatheter heart valve in the mitral position. The time to event (tte, in days) for this event is 0 day(s). The device identification (di) numbers for edwards commander delivery system are: (B)(4), (B)(4), (B)(4), (B)(4). Per the instructions for use, cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter valve replacement procedure and may require intervention. There are several potential etiologies for cardiac perforation during a transcatheter valve replacement procedure including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2025 data extract for mitral death events for the sapien 3 valve. This report summarizes 2 mitral cardiac perforation death event(s) for the sapien 3 transcatheter heart valve. The age range for these event(s) is 78 - 80 years. The breakdown for gender is as follows: 1 female(s) and 1 male(s).